Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle right ventricular (rv) lead dislodged the day after implant. The his bundle rv lead was explanted and replaced. No patient complications have been reported as a result of this event.